Manufacturer narrative:
The complainant indicated that the stent remains in the pt and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.

Event description:
It was reported that during a right iliac stenting treatment procedure, stent dislodgement occurred. The lesion being treated was a 70% stenotic lesion with no calcification in a tortuous right iliac artery. The lesion was close to the bifurcation. "Dr subsequently placed the stent at the iliac bifurcation, and stent looked fine. Dr decided to post dilate with an 8mm x 4cm balloon." After removing the balloon, the physician "attempted to place a 6fx55cm sheath through the stent over the existing wire." During placement of the sheath, "the dr proceeded to accidentally push the stent into the aorta." The stent remains in the pt. Current pt condition is unk. No further info is available about this event.